Event description:
On (B)(6) 2013, it was reported that this patient was seen on (B)(6) 2013 and was not feeling well. The patient had improved for a short period of time with the introduction of zebinix. The patient had seizures practically each night and had headaches. The patient was now working during the day. Medication regiment was adjusted. The device was interrogated to 1.50 ma output current; however, it was noted that impedance was high (dcdc=7) with limit output status. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.